Event description:
It was reported the delivery system sheath was damaged. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. Following atrial fibrillation ablation with rf energy, the sl0 sheath was exchanged for the truseal system. Upon unpacking the 27mm watchman wds a floppy segment was noted in the mid-portion of the delivery shaft. Multiple insertion attempts were made, including replacing the truseal sheath, but the issue persisted. The laac procedure was elective, therefore the physician decided to minimize anesthesia time and elected to abort the procedure due to the device issue.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system (wds) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed buckling in the sheath 41.5cm-44cm proximal of the tip. There was no damage or defect identified under the microscope. Product analysis confirmed the reported event as the sheath was buckled. The observed damage was attributed to procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported the delivery system sheath was damaged. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. Following atrial fibrillation ablation with rf energy, the sl0 sheath was exchanged for the truseal system. Upon unpacking the 27mm watchman wds a floppy segment was noted in the mid-portion of the delivery shaft. Multiple insertion attempts were made, including replacing the truseal sheath, but the issue persisted. The laac procedure was elective. Therefore the physician decided to minimize anesthesia time and elected to abort the procedure due to the device issue.